Event description:
The report stated that during a tonsillectomy and adenoidectomy, the surgeon was using a suction coagulator to complete the tonsillectomy. When he placed his finger over the hole to suction, he was burned and received a blister on his finger. The patient was not affected. The generator was set at 15 cut/40 coag.

Manufacturer narrative:
Upon inspection, the sample had dried blood in the suction port. The sample passed hipot testing and functioned normally when activated on a generator. The IFU for this device states to ensure that the outside of the coagulator suction tube remains free of fluids and mucus. Contaminants may conduct electrical current resulting in patient burns.